Event description:
Per nurse and family; the ventilator was in use when the heard a loud alarm; followed by the ventilator completely shutting down. Add'l info: the time between alarm and shutdown was immediately. Please note that there was no death or no severe injury involved in the incident.